Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. The samples were visually examined and no manufacturing defects were noted. The sample was physically tested, for leakage, per specification, with failing results. Leakage was observed at the bonded joint of the tubing and the blood filter housing assembly. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. To address this issue, a modified fixture design was implemented which increased the fixture's diameter and pin to allow for easier application of the solvent. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: the IV set leaked lactated ringers solution at the y-port. No patient injury.